Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart in my mouth, small metal pin fell out, and the brush came off the stick part; device breakage. Brush head loose; device physical property issue. Case description: consumer sent e-mail stating the brush head fell apart while being used. A small metal pin fell out, and the brush came off the stick part. Another brush head from the same pack was very loose. No injury was reported.